Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was initially reported an unspecified pump issue. Upon return of the product to bd, a hand written note indicates "channel error 242.4030". Although requested, additional information was not provided.